Manufacturer narrative:
. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed, including clear passage and pressure testing. And the device performed according to product specifications. Prime testing was performed, and no issues were observed. Additional slit visualization was performed, at the three y-site clearlink. And no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow; further described as "did not run". This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.